Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that the device hadn't been working well for them. They confirmed it was not doing what it used to do. They mentioned that they had a fall prior to the device not helping as much. They were walked through changing from program 4 at 4.9 to program 3 where they didn't feel stimulation at 4.2. They then wanted to try program 5 and they were able to feel stimulation at 3.2. They were going to monitor symptoms after change was made and follow-up with their healthcare provider if they didn't resolve. Patient mentioned they had an appointment scheduled for the 22nd. No further complications were reported or anticipated.